Manufacturer narrative:
Field service engineer (fse) was dispatched and found that the root cause to be a clogged co2 reference port on the flow cell. Fse was not able to identify the material that clogged the port but believed that it was due to a lack of customer maintenance. Fse stated that the instrument was functioning properly following repair. Customer has not contacted beckman with requests for further assistance with this issue as of (B)(4) 2011. (B)(4).

Event description:
Customer reported that co2 alkaline buffer tubing popped off at the debubbler and was leaking fluid. Customer stated that she had replaced the co2 measure electrode and membrane before the incident. Customer technical support (cts) advised customer to check for crimped tubing but none was found. No erroneous results were generated or reported out of the lab. Customer had also reviewed patient sample results that were reported out prior to the event and confirmed that there were no erroneous patient results generated.